Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® flashback blood collection needle that the IV shield was loose and punctured the nurse. The following information was reported from the customer and translated to english: "at 9:00 a.m. On (B)(6) 2022, blood collection room of reproductive center outpatient clinic, peking university third hospital. When the nurse pulls out the np shield, the IV needle shield is loose and the needle tip falls off and punctures the nurse immediately. The nurse immediately carries on the disinfection bandaging treatment."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® flashback blood collection needle that the IV shield was loose and punctured the nurse. The following information was reported from the customer and translated to english: "at 9:00 a.m. On (B)(6) 2022, blood collection room of reproductive center outpatient clinic, (B)(6) hospital. When the nurse pulls out the np shield, the IV needle shield is loose and the needle tip falls off and punctures the nurse immediately. The nurse immediately carries on the disinfection bandaging treatment."